Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight decreased ("weight loss"), back pain ("back pain"), decreased appetite ("loss of appetite"), alopecia ("hair loss") and abdominal pain ("cramps "). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, weight decreased, back pain, decreased appetite, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, decreased appetite, pelvic pain and weight decreased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain\ pelvic pain') and metal poisoning ('nickel poisoning') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Concurrent conditions included dizziness, sore throat, cough, general body pain, diarrhea, neck pain, blurry vision, vomiting, photophobia, weakness, bacterial meningitis, flank pain, chronic cervicitis, squamous cell metaplasia, hyperplasia endometrial, adenomyosis, viral pharyngitis and insomnia. Concomitant products included tramadol since february 2015 and zolpidem tartrate (ambien) since february 2015. In january 2010, the patient had essure inserted. In january 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and arthralgia ("other injury(ies) or complication (s) please describe: joint pain") and was found to have weight increased ("weight gain\ loss(specify which one) I gained weight in the begining but started vomitting in 2015 and lost 60 lbs the 3 months prior to removal"). In march 2010, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) (type: bladder infections)"), vision blurred ("vision/eye problems (type: blurry vision)"), abdominal distension ("gastrointestinal or digestive system condition (type: bloating, diarrhea,vomiting)"), diarrhoea ("gastrointestinal or digestive system condition (type: bloating, diarrhea,vomiting)"), vomiting ("gastrointestinal or digestive system condition (type: bloating, diarrhea,vomiting),gerd") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition (type: bloating, diarrhea,vomiting),gerd"). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines \ they got worse after essure"), headache ("headaches\ they got worse after essure"), tooth loss ("dental problems teeth falling out"), tooth fracture ("dental problems: breaking"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In january 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In january 2015, the patient experienced nausea ("nausea"), anxiety ("psychological or psychiatric problems (condition: anxiety, depression)"), depression ("psychological or psychiatric problems (condition: anxiety, depression)"), amnesia ("neurological conditions or problems (type: memory loss, brain fog)") and feeling abnormal ("neurological conditions or problems (type: memory loss, brain fog)"). In january 2016, the patient experienced alopecia ("hair loss"). In 2017, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In february 2018, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: allergic to nickel / nickel allergy / nickel levels"). On an unknown date, the patient experienced back pain ("back pain"), decreased appetite ("loss of appetite"), abdominal pain ("cramps"), bone pain ("bones pain"), metal poisoning (seriousness criterion medically significant), food allergy ("allergic or hypersensitivity reaction (type: I was more foods, smells, medications)"), drug hypersensitivity ("allergic or hypersensitivity reaction (type: I was more foods, smells, medications)") and parosmia ("allergic or hypersensitivity reaction (type: I was more foods, smells, medications)") and was found to have uterine leiomyoma ("reproductive system disorder or condition (type of disorder or condition:uterine fibroid)"). The patient was treated with surgery (essure implant removal, laproscopic hysterectomy (full) with bilateral salpingectomy, cystoscopy). Essure was removed on 17-mar-2018. At the time of the report, the pelvic pain, back pain, decreased appetite, abdominal pain, migraine, headache, tooth loss, tooth fracture, dyspareunia, fatigue, bone pain, cystitis, anxiety, depression, uterine leiomyoma, amnesia, feeling abnormal, dysmenorrhoea, vision blurred, abdominal distension, diarrhoea, vomiting, arthralgia, gastrooesophageal reflux disease, bladder disorder, urinary tract disorder, weight increased, metal poisoning, food allergy, drug hypersensitivity and parosmia outcome was unknown, the weight decreased, vaginal haemorrhage, menorrhagia and nausea had resolved and the alopecia and allergy to metals was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, bladder disorder, bone pain, cystitis, decreased appetite, depression, diarrhoea, drug hypersensitivity, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, food allergy, gastrooesophageal reflux disease, headache, menorrhagia, metal poisoning, migraine, nausea, parosmia, pelvic pain, tooth fracture, tooth loss, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage, vision blurred, vomiting, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy in date of insertion: 2010. Discrepancy noted in date of removal: (B)(6) 2018. Patient had probable nickel toxicity due to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Hysterosalpingogram - in march 2010: result-tubes were blocked. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: migraines, headache, nausea, allergy to metals, alopecia, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs received- new events - foods allergy, smells sensation, medications allergy,bladder infections, anxiety, depression,bladder problems,urinary tract disorder, uterine fibroid, memory loss, brain fog,gerd dysmenorrhea, blurry vision, bloating, diarrhea,vomiting,joint pain, weight decreased, metal poisoning were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight decreased ("weight loss"), back pain ("back pain"), decreased appetite ("loss of appetite"), alopecia ("hair loss") and abdominal pain ("cramps"). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, weight decreased, back pain, decreased appetite, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, decreased appetite, pelvic pain and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain\ pelvic pain') and metal poisoning ('nickel poisoning') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Concurrent conditions included dizziness, sore throat, cough, general body pain, diarrhea, neck pain, blurry vision, vomiting, photophobia, weakness, bacterial meningitis, flank pain, chronic cervicitis, squamous cell metaplasia, hyperplasia endometrial, adenomyosis, viral pharyngitis and insomnia. Concomitant products included tramadol since february 2015 and zolpidem tartrate (ambien) since february 2015. In january 2010, the patient had essure inserted. In january 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and arthralgia ("other injury(ies) or complication (s) please describe: joint pain") and was found to have weight increased ("weight gain\ loss(specify which one) I gained weight in the begining but started vomitting in 2015 and lost 60 lbs the 3 months prior to removal"). In march 2010, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) (type: bladder infections)"), vision blurred ("vision/eye problems (type: blurry vision)"), abdominal distension ("gastrointestinal or digestive system condition (type: bloating, diarrhea,vomiting)"), diarrhoea ("gastrointestinal or digestive system condition (type: bloating, diarrhea,vomiting)"), vomiting ("gastrointestinal or digestive system condition (type: bloating, diarrhea,vomiting),gerd") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition (type: bloating, diarrhea,vomiting),gerd"). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines \ they got worse after essure"), headache ("headaches\ they got worse after essure"), tooth loss ("dental problems teeth falling out"), tooth fracture ("dental problems: breaking"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In january 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In january 2015, the patient experienced nausea ("nausea"), anxiety ("psychological or psychiatric problems (condition: anxiety, depression)"), depression ("psychological or psychiatric problems (condition: anxiety, depression)"), amnesia ("neurological conditions or problems (type: memory loss, brain fog)") and feeling abnormal ("neurological conditions or problems (type: memory loss, brain fog)"). In january 2016, the patient experienced alopecia ("hair loss"). In 2017, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In february 2018, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: allergic to nickel / nickel allergy / nickel levels"). On an unknown date, the patient experienced back pain ("back pain"), decreased appetite ("loss of appetite"), abdominal pain ("cramps"), bone pain ("bones pain"), metal poisoning (seriousness criterion medically significant), food allergy ("allergic or hypersensitivity reaction (type: I was more foods, smells, medications)"), drug hypersensitivity ("allergic or hypersensitivity reaction (type: I was more foods, smells, medications)"), parosmia ("allergic or hypersensitivity reaction (type: I was more foods, smells, medications)"), flatulence ("gas pains") and bowel movement irregularity ("when dis your bowel movements go back to normal") and was found to have uterine leiomyoma ("reproductive system disorder or condition (type of disorder or condition:uterine fibroid)"). The patient was treated with surgery (essure implant removal, laproscopic hysterectomy (full) with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, decreased appetite, abdominal pain, migraine, headache, tooth loss, tooth fracture, dyspareunia, fatigue, bone pain, cystitis, anxiety, depression, uterine leiomyoma, amnesia, feeling abnormal, dysmenorrhoea, vision blurred, abdominal distension, diarrhoea, vomiting, arthralgia, gastrooesophageal reflux disease, bladder disorder, urinary tract disorder, weight increased, metal poisoning, food allergy, drug hypersensitivity, parosmia, flatulence and bowel movement irregularity outcome was unknown, the weight decreased, vaginal haemorrhage, menorrhagia and nausea had resolved and the alopecia and allergy to metals was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, bladder disorder, bone pain, bowel movement irregularity, cystitis, decreased appetite, depression, diarrhoea, drug hypersensitivity, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, flatulence, food allergy, gastrooesophageal reflux disease, headache, menorrhagia, metal poisoning, migraine, nausea, parosmia, pelvic pain, tooth fracture, tooth loss, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage, vision blurred, vomiting, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy in date of insertion: 2010. Discrepancy noted in date of removal: (B)(6) 2018 . Patient had probable nickel toxicity due to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Hysterosalpingogram - in march 2010: result-tubes were blocked. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: migraines, headache, nausea, allergy to metals, alopecia, fatigue. Concerning the injuries reported in this case, the following ones were reported via social medial: bowel movement irregularity, flatulence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: social media received. Events : when dis your bowel movements go back to normal, gas pains added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain\ pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Concurrent conditions included dizziness, sore throat, cough, general body pain, diarrhea, neck pain, blurry vision, vomiting, photophobia, weakness, bacterial meningitis, flank pain, chronic cervicitis, squamous cell metaplasia, hyperplasia endometrial, adenomyosis, viral pharyngitis and insomnia. Concomitant products included tramadol since (B)(6) 2015 and zolpidem tartrate (ambien) since (B)(6) 2015. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and arthralgia ("other injury(ies) or complication (s) please describe: joint pain") and was found to have weight increased ("weight gain\ loss(specify which one) I gained weight in the begining but started vomitting in 2015 and lost 60 lbs the 3 months prior to removal"). In (B)(6) 2010, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) (type: bladder infections)"), vision blurred ("vision/eye problems (type: blurry vision)"), abdominal distension ("gastrointestinal or digestive system condition (type: bloating, diarrhea,vomiting)"), diarrhoea ("gastrointestinal or digestive system condition (type: bloating, diarrhea,vomiting)"), vomiting ("gastrointestinal or digestive system condition (type: bloating, diarrhea,vomiting),gerd") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition (type: bloating, diarrhea,vomiting),gerd"). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines \ they got worse after essure"), headache ("headaches\ they got worse after essure"), tooth loss ("dental problems teeth falling out"), tooth fracture ("dental problems: breaking"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2015, the patient experienced nausea ("nausea"), anxiety ("psychological or psychiatric problems (condition: anxiety, depression)"), depression ("psychological or psychiatric problems (condition: anxiety, depression)"), amnesia ("neurological conditions or problems (type: memory loss, brain fog)") and feeling abnormal ("neurological conditions or problems (type: memory loss, brain fog)"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In 2017, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In (B)(6) 2018, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: allergic to nickel / nickel allergy / nickel levels"). On an unknown date, the patient experienced back pain ("back pain"), decreased appetite ("loss of appetite"), abdominal pain ("cramps"), bone pain ("bones pain"), metal poisoning ("nickel poisoning"), food allergy ("allergic or hypersensitivity reaction (type: I was more foods, smells, medications)"), drug hypersensitivity ("allergic or hypersensitivity reaction (type: I was more foods, smells, medications)"), parosmia ("allergic or hypersensitivity reaction (type: I was more foods, smells, medications)"), flatulence ("gas pains"), bowel movement irregularity ("when dis your bowel movements go back to normal") and perineal pain ("perineal pain") and was found to have uterine leiomyoma ("reproductive system disorder or condition (type of disorder or condition:uterine fibroid)"). The patient was treated with surgery (essure implant removal, laproscopic hysterectomy (full) with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, decreased appetite, abdominal pain, migraine, headache, tooth loss, tooth fracture, dyspareunia, fatigue, bone pain, cystitis, anxiety, depression, uterine leiomyoma, amnesia, feeling abnormal, dysmenorrhoea, vision blurred, abdominal distension, diarrhoea, vomiting, arthralgia, gastrooesophageal reflux disease, bladder disorder, urinary tract disorder, weight increased, metal poisoning, food allergy, drug hypersensitivity, parosmia, flatulence, bowel movement irregularity and perineal pain outcome was unknown, the weight decreased, vaginal haemorrhage, menorrhagia and nausea had resolved and the alopecia and allergy to metals was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, bladder disorder, bone pain, bowel movement irregularity, cystitis, decreased appetite, depression, diarrhoea, drug hypersensitivity, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, flatulence, food allergy, gastrooesophageal reflux disease, headache, menorrhagia, metal poisoning, migraine, nausea, parosmia, pelvic pain, perineal pain, tooth fracture, tooth loss, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage, vision blurred, vomiting, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy in date of insertion: 2010. Discrepancy noted in date of removal: (B)(6) 2018. Patient had probable nickel toxicity due to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: result-tubes were blocked. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs received. New event added: perineal pain. Reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain\ pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Concurrent conditions included dizziness, sore throat, cough, general body pain, diarrhea, neck pain, blurry vision, vomiting, photophobia, weakness, bacterial meningitis, flank pain, chronic cervicitis, squamous cell metaplasia, hyperplasia endometrial, adenomyosis, viral pharyngitis and insomnia. Concomitant products included tramadol since (B)(6) 2015 and zolpidem tartrate (ambien) since (B)(6) 2015. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and arthralgia ("other injury(ies) or complication (s) please describe: joint pain") and was found to have weight increased ("weight gain\ loss(specify which one) I gained weight in the begining but started vomitting in 2015 and lost 60 lbs the 3 months prior to removal"). In (B)(6) 2010, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) (type: bladder infections)"), vision blurred ("vision/eye problems (type: blurry vision)"), abdominal distension ("gastrointestinal or digestive system condition (type: bloating, diarrhea,vomiting)"), diarrhoea ("gastrointestinal or digestive system condition (type: bloating, diarrhea,vomiting)"), vomiting ("gastrointestinal or digestive system condition (type: bloating, diarrhea,vomiting),gerd") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition (type: bloating, diarrhea,vomiting),gerd"). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines \ they got worse after essure"), headache ("headaches\ they got worse after essure"), tooth loss ("dental problems teeth falling out"), tooth fracture ("dental problems: breaking"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2015, the patient experienced nausea ("nausea"), anxiety ("psychological or psychiatric problems (condition: anxiety, depression)"), depression ("psychological or psychiatric problems (condition: anxiety, depression)"), amnesia ("neurological conditions or problems (type: memory loss, brain fog)") and feeling abnormal ("neurological conditions or problems (type: memory loss, brain fog)"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In 2017, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In (B)(6) 2018, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: allergic to nickel / nickel allergy / nickel levels"). On an unknown date, the patient experienced back pain ("back pain"), decreased appetite ("loss of appetite"), abdominal pain ("cramps"), bone pain ("bones pain"), metal poisoning ("nickel poisoning"), food allergy ("allergic or hypersensitivity reaction (type: I was more foods, smells, medications)"), drug hypersensitivity ("allergic or hypersensitivity reaction (type: I was more foods, smells, medications)"), parosmia ("allergic or hypersensitivity reaction (type: I was more foods, smells, medications)"), flatulence ("gas pains"), bowel movement irregularity ("when dis your bowel movements go back to normal") and perineal pain ("perineal pain") and was found to have uterine leiomyoma ("reproductive system disorder or condition (type of disorder or condition:uterine fibroid)"). The patient was treated with surgery (essure implant removal, laproscopic hysterectomy (full) with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, decreased appetite, abdominal pain, migraine, headache, tooth loss, tooth fracture, dyspareunia, fatigue, bone pain, cystitis, anxiety, depression, uterine leiomyoma, amnesia, feeling abnormal, dysmenorrhoea, vision blurred, abdominal distension, diarrhoea, vomiting, arthralgia, gastrooesophageal reflux disease, bladder disorder, urinary tract disorder, weight increased, metal poisoning, food allergy, drug hypersensitivity, parosmia, flatulence, bowel movement irregularity and perineal pain outcome was unknown, the weight decreased, vaginal haemorrhage, menorrhagia and nausea had resolved and the alopecia and allergy to metals was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, bladder disorder, bone pain, bowel movement irregularity, cystitis, decreased appetite, depression, diarrhoea, drug hypersensitivity, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, flatulence, food allergy, gastrooesophageal reflux disease, headache, menorrhagia, metal poisoning, migraine, nausea, parosmia, pelvic pain, perineal pain, tooth fracture, tooth loss, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage, vision blurred, vomiting, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy in date of insertion: 2010. Discrepancy noted in date of removal: (B)(6) 2018 and (B)(6) 2018. Patient had probable nickel toxicity due to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: result-tubes were blocked. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Concurrent conditions included dizziness, sore throat, cough, general body pain, diarrhea, neck pain, blurry vision, vomiting, photophobia, weakness, bacterial meningitis, flank pain, chronic cervicitis, squamous cell metaplasia, endometrium pseudodecidual, adenomyosis and viral pharyngitis. Concomitant products included tramadol since (B)(6) 2015 and zolpidem tartrate (ambien) since (B)(6) 2015. In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In 2012, the patient experienced tooth loss ("dental problems teeth falling out") and tooth fracture ("dental problems: breaking"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2017, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss") and experienced alopecia ("hair loss") and nausea ("nausea"). In (B)(6) 2018, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: allergic to nickel / nickel allergy / nickel levels"). On an unknown date, the patient experienced back pain ("back pain"), decreased appetite ("loss of appetite"), abdominal pain ("cramps") and bone pain ("bones pain"). The patient was treated with surgery (essure implant removal, laparoscopic hysterectomy (full) with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, decreased appetite, abdominal pain, migraine, headache, tooth loss, tooth fracture, dyspareunia, fatigue and bone pain outcome was unknown, the weight decreased, vaginal haemorrhage, menorrhagia and nausea had resolved and the alopecia and allergy to metals was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bone pain, decreased appetite, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, tooth fracture, tooth loss, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy in date of insertion: 2010. Discrepancy noted in date of removal: (B)(6) 2018. Patient had probable nickel toxicity due to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Hysterosalpingogram - in 2010: tubes were blocked. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: migraines, headache, nausea, allergy to metals, alopecia, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2019: plaintiff fact sheet and medical records received : reporter added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: allergic to nickel / nickel allergy, migraines / headaches , nausea , dental problems: breaking, teeth falling out, dyspareunia (painful sexual intercourse), fatigue, bones pain. Outcome of event alopecia, weight decreased were updated. Reporter information, aka name, medical history, concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.